Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A batch review could not be performed as the lot number was unknown.

Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1. The home patient (hp) was trying to resolve the alarm by only changing out the heater bag. The technical service representative (tsr) advised the hp that he would have to reset up again new supplies. The hp stated that he had done this before and nothing had happened, and wanted to know why he could not just change one bag. The tsr advised that when changing one bag, he was opening himself up for infections which could lead to a hospital stay. The tsr again recommended changing out all of his supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(4) 2013. She stated that she did not know about this incident, but that the patient was doing well and continuing therapy without any adverse effects. Bps suggested reviewing proper procedures with the patient as it was indicated that he reused supplies on mutliple occasions. The nurse would follow up with the patient.